Event description:
A patient reported experiencing inaccurate erratic results with an ot basic enhanced meter. The patient's blood glucose results were 112, 160, 162 mg/dl. Tests were done within 10 minutes with a difference of 20%. Patient information has been reported.